Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted low anterior resection surgical procedure, the customer experienced an error n-02 on the integrated electrosurgical unit (iesu) generator when it was powered on. The customer power cycled the iesu but the error persisted. The customer noted that they were also unable to establish a connection with the grounding pad on the iesu. The customer was able to exchange the vision side cart for the iesu and continue the case. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no ports placed on the patient but the issue had occurred after the anesthesia was administered.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During power-on testing, an n-08 error was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any conditions related to the reported event. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of customer reported issue and m-02 is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system.